Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, it appeared that the cat6 stopped providing aspiration and was then removed by the physician. After pulling the cat6 out of the patient and the sheath, the physician noticed that it was crimped at the tip. The procedure continued using another manufacturer's device. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the cat6 was kinked approximately 10.0 cm from the hub and ovalized and kinked approximately 126.0 cm from the hub, to the distal tip. Conclusion: evaluation of the returned device confirmed it was damaged in the distal shaft. This type of damage typically occurs due to improper handling during use. If the cat6 is used through a support catheter and continually advanced with force against resistance, damage such as this may occur. Cat6 devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.